Manufacturer narrative:
Intuvie received a report from mckesson indicating that the device failed the volume accuracy test, recording a delivered volume of 206.1 ml, and that the unit required a hex file update. The failure mode was confirmed. A review of the device¿s serial number history did not identify any similar complaints. The hex file was installed, and the pump was recalibrated, after which it successfully passed all required tests. CAPA- zm2023-07 has been initiated to investigate the failure. The flow rate failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report from mckesson indicating that the device failed the volume accuracy test, recording a delivered volume of 206.1 ml, and that the unit required a hex file update. The hex file was installed, and the pump was recalibrated, after which it successfully passed all required tests. No patient involvement was reported.